Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the act button and up arrow button. No button error alarm noted. Device was received with cracked reservoir tube lip and cracked battery tube threads. Lcd connector was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.